Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, sion black. Guide catheter: hyperion jr3.5. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo concentric posterior descending artery with heavy tortuosity, heavy calcification and 90% stenosis. A balance middleweight (bmw) elite ii guide wire was being advanced to the lesion when there was resistance with the anatomy before reaching the lesion. The guide wire was torqued but the distal end would not rotate. The guide wire was removed from the anatomy and the tip was reshaped. It was re-advanced but still could not cross. There was reported resistance when removing the guide wire. A non-abbott guide wire was placed and the procedure was successfully completed after stent implantation.